Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level recently went up to 480 mg/dl. Customer also reported that there was an air bubble in the reservoir and a leak past the second o-ring. Troubleshooting was performed. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Performed pre-fill reservoirs test and found it did not leak and no air bubbles present. Also, inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump. Concluded that reservoir had no leaks and no air bubbles.